Event description:
It was reported that the kendall monojet magellan 23g x 1" safety needles seemed dull and hindered insertion into patients when giving injections. When questioned one of the nurses that uses this product that she and her staff reported having to push with greater effort than other needles from different lots. Her staff compared this lot with others and did not experience the same type of resistance when injecting patients. All needles of this lot were removed from use and turned into patient safety.